Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the freestyle neo related to this report is being submitted for purposes related to same and similar reporting. The catalog # reflects the reference number for the country of origin. This product has not been distributed for use in the us. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on that on (B)(6) 2014 he received an ER-3 message on his adc blood glucose meter upon test strip insertion. Customer further reported experiencing "nausea and dizziness". Customer self-presented to a local healthcare facility where he was diagnosed with hyperglycemia and treated with insulin. Customer was discharged the next day. There was no report of death or permanent injury associated with this event.